Event description:
It was reported that patient presented for an implant procedure. The right ventricular lead failed to capture and exhibited low pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.